Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a flickering image intermittently on sdi port due to a defective rf board, a flickering in image while shaking the cable hence receptacle, heavy corrosion found on the patient board, circuit board, a flat cable and corrosion on the connector and housing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that while preparing for a bronchoscopy, a intermittent image displayed on the evis exera ii video system center. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that an image was intermittently displayed due to a faulty sdi (serial digital interface) port. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.